Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, peritonitis had occurred on a patient coincident with dianeal 1.5% pd2 and extraneal 7.5% pd2 solutions used for peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was mentioned that the patient was not hospitalized and no laboratory or test data were reported for this event. The patient was treated with vancomycin injection (1 gm via intraperitoneal, once daily, duration was not reported) and fortum injection (1 gm via intraperitoneal, once daily, duration was not reported) both ongoing for this event. On an unreported date, the patient experienced an exit site infection. The pd therapy was ongoing and the patient was recovering from the event.

Event description:
According to the reporter, peritonitis had occurred on a patient coincident with dianeal 1.5% pd2 and extraneal 7.5% pd2 solutions used for peritoneal dialysis (pd) therapy. It was mentioned that the patient was not hospitalized and no laboratory or test data were reported for this event. The patient was treated with vancomycin injection (1 gm via intraperitoneal, once daily, duration was not reported) and fortum injection (1 gm via intraperitoneal, once daily, duration was not reported) both ongoing for this event. Asideform the medications given, there were no other intervention/treatment required as a result of the peritonitis. On an unreported date, the patient experienced an exit site infection. The same medications were used for the treatment of the exit site infection. The cause of the peritonitis and exit site infection was unknown but were not caused by the catheter. There was no defect with the catheter. The catheter was not repaired and there was no leak. Flushing was done and there were no other products being utilized with the device. A cleaning agent was used on the device (name of cleaning agent not specified). The treatment (lotion/ointment and medications) were by over the counter and betadine was utilized at the exit site. Cleaning agents were allowed to dry thoroughly prior to dressing the area and prior to applying ointment to the area. The patient was not responsible for any type of catheter maintenance and cleaning agents were not mixed. There was no protocol change for cleaning agents used recently. There was no blood loss. The catheter was not replaced. The pd therapy was ongoing and the patient had recovered from both the peritonitis and exit site infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.